Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient presented with an acute myocardial infarction and a culprit lesion which was non-tortuous, non-calcified lesion with in-stent restenosis located in the right coronary artery (rca). The lesion required a surgical procedure to treat the myocardial infraction and the placement of a second stent. Following the stent implantation, an attempt was made to use one nc sprinter balloon catheter for stent post-dilation. The device was inspected prior to use with no issues noted. It was reported that the nc sprinter balloon ruptured during balloon inflation with an inflation pressure of 18 atm. The membrane balloon fragments were retained within the patient's body in the coronary artery. Subsequently, the residual balloon fragments were secured to the vessel wall by stent apposition using a non-medtronic stent. The patient made a good recovery and currently has experienced no significant discomfort. The patient was later discharged. There were no further patient complications reported as a result of the event.